Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
While treating an ischemic stroke pt, the hospital noticed a penumbra reperfusion catheter 054 had a liner blister pack that was not properly sealed, compromising the sterility of the package. The product did not affect pt outcome as the device was never introduced to the sterile field. The catheter was set aside, and another reperfusion catheter 054 was used without incident.